Event description:
Reportedly during an attempt at delivering defibrillation therapy to a pt, the device would not complete the charge cycle. A back up device was obtained and used to continue treating the pt. The pt was resuscitated. There were adverse effects to the pt reported as a result of the alleged malfunction.